Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was presented back to the electrophysiology laboratory. This subcutaneous implantable cardioverter defibrillator device and electrode were explanted due to pocket infection. Additionally, an infection was identified at the top of the electrode.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.